Event description:
Catheter was broken in half inside package.

Manufacturer narrative:
Device evaluation: customer report was not confirmed for the catheter snapped in half, but was confirmed for the shipping tube being broken in half. The outer shipping tube was received broken in half 11.5 inch from the bottom of the outer tube. The catheter was found to be bent at the break site, but appears to be in good condition. The shrink seal is still attached.